Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level dropped to around 40 mg/dl. She experienced low blood glucose levels the first few weeks on the insulin pump that ranged from 40 mg/dl to 60 mg/dl. The device was not returned.